Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 521mg/dl at the time of incident. The customer states that she thinks something is wrong with her pump. The customer stated that they had to go to the hospital but did not provide the time and date for the hospitalization. The customer was treated with insulin drip. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The customer did not troubleshoot and did not send the product back for analysis.